Event description:
This is conservatively reported for recurrent mitral regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with mitral leaflet prolapse (a1,a2, a3, p1, p2, p3), leaflet tethering, and a wide jet. Two mitraclips were implanted without a device issue, reducing the mr to grade 2+. On (B)(6) 2022, the mr had increased to moderate-severe. It is unknown if the increase was due to a device malfunction or device related injury. Reportedly, the clips status was not available. No additional information was provided regrading this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported recurrent mr. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Subsequent to the previously filed report, the additional information was obtained that the recurrent mitral regurgitation (mr) was unrelated to the mitraclip device. No investigation required.b1, b2, h1: a serious adverse event was reported but did not occur as related to the device. H6: medical device problem code 2993 - removed. H6: health effect - clinical code 4451 - removed.

Event description:
Subsequent to the previous report, the following information was received: the increase in mitral regurgitation was deemed unrelated to the mitraclip device. An adverse event as related to the device did not occur. There was no device malfunction.